Manufacturer narrative:
Because the product was not returned, no physical or visual analysis of the product could be performed, and the lot number for this product is unk, therefore, the manufacturing records could not be identified for review. The cause of the reported difficulties could not be determined.

Event description:
User facility reported that 48 hrs following an otherwise uneventful novasure procedure, a laparoscopy was performed to investigate a complaint of increasing abdominal pain. The laparoscopy revealed burns on the small bowel in two areas, which were adherent to the corneal region of the uterus on each side. A small bowel resection was performed without issue. The pt is recovering at this time.